Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unknown if the product was used according to labeled indications. Batch records were reviewed for lot 176661f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 176661f met all release criteria prior to product release. There are no similar reports for this lot. Additional information was requested by mail on 09/22/2010 and by fax and mail on 10/08/2010. A completed questionnaire was received from the consumer on 10/08/2010 and from the doctor on 10/15/2010. (B)(4).

Event description:
A consumer reported that she had an infection following use of this product. She could not remember what her doctor called it but stated that it began in (B)(6) 2010, was treated with an antibiotic and the infection cleared up. She continued using the same bottle of solution and after going through four or five pairs of contact lenses and two rounds of antibiotics she decided it was the solution. On (B)(6) 2010, a completed questionnaire was received from the doctor who described the event as redness, discharge and irritation in both eyes but greater in the right eye. The doctor reported injection in both eyes and superficial punctate keratitis and a foreign body in the 9:00 location in the right eye. The doctor also reported coalesced staining at the limbus and debris in the tear film. The event was treated with a combination steroid antibiotic. At visit one, the foreign body was removed and the debris was rinsed in the tear film and treated with drops. The doctor diagnosed corneal foreign body and punctate keratoconjunctivitis. The event was considered severe and lasted three days but resolved with sequelae. The second event lasted six days was considered mild and was resolving with treatment. The doctor considered it unlikely that the adverse event was due to the contact lens solution. A questionnaire was received from the consumer on (B)(6) 2010. She stated that she experienced pink eye like symptoms, oozing of the eye area, crusty matter in the corner of her eyes, blurry vision and red/bloodshot eyes. She stated that the event was considered moderate in severity and lasted for three days. She also reported that she was treated with an antibiotic / steroid and the events resolved.